Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On 11/7/2016, the reporter alleged that on (B)(6) 2016, the patient experienced hypoglycemia with blood glucose measuring 18 mg/dl with associated symptoms of unsteadiness when standing and walking, severe dizziness and unconsciousness; the patient fell when they became unconscious and sustained a laceration to the head. Emergency medical services was summoned and the patient was taken to the hospital emergency department for treatment. The patient was treated with intravenous fluids and dextrose and stitches to close the head laceration. The reporter alleged the patient¿s hypoglycemic event was the result of an issue with the pump display being dim/faded/discolored. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump display issue.